Event description:
On (B)(6) 2012, patient reported having issues with the down arrow button on the infusion device. Patient stated the down arrow button is not functioning. Patient reported the issue started about a month or so ago. Patient stated he realized this issue while attempting to bolus. Patient reported he was not aware of the button recall. Advised patient of the recall. Patient stated the button does pop back out after being pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.